Manufacturer narrative:
Gtin number for item: 10012241-0500, lot: 17066106 is 10885403221705. The customer¿s complaint that the texium female cap leaked could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported texium female caps leaking during an infusion of benlysta. There was no patient harm.